Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (line through display w/ moist) issue. It was alleged that there was a line through the display. The pump makes start up sounds but the screen displays a line. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: during investigation, the pump powered on to the verify screen normally with no line or distortion in the display was duplicated. There was visible moisture observed under the display lens. A leak test revealed a leak in the display lens. The pump cover was removed which revealed evidence of moisture and corrosion on the display flex connector.